Manufacturer narrative:
The field service engineer (fse) observed clenz cleaner solution spilled underneath the air mix temperature control (amtc) module and the drain tubing to differential chamber disconnected. The fse reconnected the tubing and cleaned the unit. The fse tested system performance with no issues. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications. (B)(4).

Event description:
The customer reported approximately twenty (20) milliliters of clenz cleaner solution leaked outside the instrument and on the specimen transport mechanism (stm) involving the unicel dxh 800 coulter cellular analysis system. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has a biohazard spill cleanup procedure at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.